Manufacturer narrative:
The lens was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s right eye as the patient was unhappy with their vision clarity. A non-johnson & johnson lens 23.0 diopter was used as the replacement lens. At explant, there was no vitrectomy or incision enlargement, but a suture was required. There was no patient injury reported. The patient is happy post-exchange, and no further surgery is needed. No additional information was provided.

Manufacturer narrative:
Additional information: section a2: age: 76 years. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: may 6, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the device was returned for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. No handpiece was received as part of this return. The complaint issue reported could not be confirmed and no product deficiency could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.